Manufacturer narrative:
At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm cadiere forceps instrument's wire at the tip jumped off. The surgeon stopped operation and checked the operation field. It was confirmed there was no piece of wire in the field. The customer changed to a backup of the same instrument to continued. The procedure was completed with no reported injury.